Event description:
It was reported that the generator displayed a message saying that there were bubbles in the syringe. The device was checked, but no bubbles were found. Less steam was also produced. Then, the error message displayed two more times. The procedure was not completed due to this event. A patient outcome of stable was reported. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.